Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. The reported stated the patient was in a coma in (B)(6) but did not provide further event details about the product issue that occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 03/26/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s sister clarified that the patient did not go into a coma, but he ¿almost went into a coma¿ due to incorrect readings. She was unable to specify what symptoms the patient experienced or whether the readings indicated high or low blood sugar. The reporter also confirmed that the patient did not visit any healthcare facility, as the situation was managed by the patient¿s wife, who is a doctor. At the time of the follow up report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.